Manufacturer narrative:
Correction to h1 from serious injury to malfunction. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to fracture and high impedance out of range. The ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3,000 ohms, which resulted in a lead safety switch (lss). Technical services (ts) noted this would be indicative of a fracture. Additional information is being requested from the field. This ra lead remains in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to fracture and high impedance out of range. The ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3,000 ohms, which resulted in a lead safety switch (lss). Technical services (ts) noted this would be indicative of a fracture. Additional information is being requested from the field. This ra lead remains in service at this time.

Manufacturer narrative:
Correction to h1 from serious injury to malfunction. This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to fracture and high impedance out of range. The ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3,000 ohms, which resulted in a lead safety switch (lss). Technical services (ts) noted this would be indicative of a fracture. Additional information is being requested from the field. This ra lead remains in service at this time. Additional information was received from the field representative that there do not appear to be any ra lead abnormalities at this time; impedance measurements are within normal range and currently programmed biploar configuration. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to fracture and high impedance out of range. The ra lead remains in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h1 from serious injury to malfunction. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to fracture and high impedance out of range. The ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3,000 ohms, which resulted in a lead safety switch (lss). Technical services (ts) noted this would be indicative of a fracture. Additional information is being requested from the field. This ra lead remains in service at this time. Additional information was received from the field representative that there do not appear to be any ra lead abnormalities at this time; impedance measurements are within normal range and currently programmed biploar configuration. This ra lead remains in service.